Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00133. It was reported that, after trial implant surgery on (B)(6) 2020, the patient experienced increased foot pain. As a result, the leads were removed on the same day.